Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported no functions from remote or display. Customer found fluid coming from the hand pendant connector and also from the inside of the table. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "no functions from remote or display" was confirmed during the inspection. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The technician found that failure of the operating table functions was due to short circuit on the circuit board motor calculator, caused by the ingress of fluids. In addition, the remote control was damaged by the penetrated liquids and had to be replaced. Based on this no further action is required.

Event description:
Customer reported no functions from remote or display. Customer found fluid coming from the hand pendant connector and also from the inside of the table. This report was filed in our complaint handling system as complaint #(B)(4).